Event description:
It was reported that the patient experienced mechanical issues with the cuff of an artificial urinary sphincter (aus). The cuff was not coapting due to fluid loss. A revision surgery was performed in which the cuff and pump were replaced. The patient did not experience any additional adverse events and was reported to be doing well. No more information available at the moment. Should additional information become available, it will be provided.